Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed falsely elevated magnesium results generated from alinity c processing module for one 49-year-old female patient. Error code 3062 residual liquid detected in multiple cuvettes also occurred. The following data was provided: sid (B)(6) initial result = 5.2 repeat result = 1.3 on two instruments. Approximate normal range = 1.6-2.6 mg/dl there was no reported impact to patient management.